Event description:
While using dexcom g6 blood glucose sensor encountered problem with accuracy. The sensor was reading consistently above the value of a finger stick reading. I was able to calibrate the sensor but then readings stopped entirely. This sensor has a 10 day guaranteed accuracy and usefulness warranty. I contacted the company and after about 20 minutes on the phone, they indicated since the sensor was calibrated it was fine. The last value was accurate but I was going for period of 30 minutes at a time with no reading so did not know my current blood surgery values while my pump continued to provide insulin.